Manufacturer narrative:
H6: type of investigation, investigation findings, and investigation conclusion updated to reflect device evaluation. The device was returned for evaluation. The investigation revealed the reported event could not be reproduced until the returned cable was crimped. The unit was continuous(ly) running sometimes potentially due to a malfunction cable assembly 7 pins connector. The returned cable had no cuts or damage. Due to unknown procedural conditions however, the cause of the reported event is unknown. This report is related to report number 2027754-2021-00021 for the motor unit and 2027754-2021-00022 for the console. The DHR was reviewed for the reported lot number and all inspections passed per the DHR.

Manufacturer narrative:
The investigation is on going and a supplemental report will be submitted on completion of investigation.

Event description:
On (B)(6) 2021, the customer contacted osteomed product manager by email. Per the email: "the console unit will spontaneously begin running on reverse, without anyone pressing the foot pedal! " the involved part numbers are as follows: complaint #, part #, description, serial #; 211008, 450-0084, series ii low profile modular motor unit, (B)(4). 210819, 450-0021, power control console 2, (B)(4). 210820, 450-0390, bmf footswitch, (B)(4).